Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the home patient putting the homechoice in initial drain without connecting is a known cause of this type of issue. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It provides step-by-step instructions for when and how to connect to the disposable set. It also provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a home choice (hc) device during initial drain. The home patient (hp) was not connected at the time of the alarm, however the hp connected afterwards. The technical service representative (tsr) explained the alarm to the care giver (cg) and informed the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.